Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to a battery status of "elective replacement indicated" (eri). There were no allegations against the performance of the device.